Manufacturer narrative:
The impella rp and repositioning sheath were discarded by the user following patient use, so an evaluation of the device and event were unable to be performed. The console data log analysis is not applicable to this failure mode. There were no complaints for any other pump in this pump set lot. There were five other sprs associated with this 23 fr rp introducer lot. Three of the complaints were directly related and displayed the same failure mode. This failure mode has a medium risk assessment based on low occurrence (0.5%, 2 occurrences out of 393 uses from 2016-10-16 to 2017-10-16) and major severity. The root cause of the broken sheath was unable to be determined because the product was not returned. No corrective action is recommended because the root cause was unable to be determined. (B)(4).

Event description:
The complainant reported that on (B)(6) 2017 a (B)(6) male patient had undergone a cervical disk repair. During the following overnight the patient suffered a myocardial infarction (mi) and heart rhythm changes. It was reported that the patient had previously undergone coronary artery bypass graft procedures. At approximately noon on (B)(6) 2017 the patient was transported to the cath lab. The patient was found to be in biventricular failure. The physician decided that the patient required right and left heart hemodynamic support. An impella cp was placed for left side heart support. The physician then attempted to place an impella rp for right side heart support. The rp impella insertion was reported as very difficult. During the insertion the 23fr peel away cracked near hemostatic valve while inserting the dilator. Further examination of the sheath found that it was cracked and partially split on proximal portion near flush side arm. The physician was unsure if the crack happened prior to or when the dilator was placed within it. A large kelly clamp was placed around the sheath to keep together. The impella rp was then successfully placed. Hemodynamic support was provided and resulted in the patient's right ventricle being no longer extended. At least 1 unit of blood product was given in the ccl. It was reported that the patient was a bleeder due to anticoagulation from the spinal surgery that had been performed the previous day. The right coronary artery (rca) graft occlusion was successfully repaired. The patient was then successfully supported for 5.09 hours, with no additional impella rp issues reported. The patient was reported to be in stable condition following the impella rp support.